Event description:
The performer introducer was placed in the groin area of the patient's arm. While the physician was doing an embolization it was noticed that the stop cock had come off the sheath of the performer introducer and the patient lost a significant amount of blood. The blood was collected from the drape and reinfused and a stop cock was attached to the side arm to stop the bleeding. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.